Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. A CT scan confirmed that several electrodes were outside of the cochlea. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed out of range impedances. Surgery to explant the pt's device has been scheduled.